Manufacturer narrative:
During an internal review, noted a correction to the 3500a follow-up #1 as g3. Date received by manufacturer should have been processed as 05-dec-2025.

Event description:
The complainant reported that a patient was experienced with left-sided facial droop and left-sided weakness concerning for a possible cerebrovascular accident (cva). A stat head computed tomography (CT) showed no evidence of bleed, acute infarct, major vessel occlusion, or significant stenosis. A repeat head CT was also negative. The patient subsequently ambulated without difficulty, and the facial droop and weakness resolved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
During review found a change in coding. Ip codes added: pleural effusion - pleural effusion (e0731), thrombosis - thrombosis/thombus (e0514), arrythmia - arrhythmia (e0601), infection - unspecified infection (e1906), additional device required - additional device required (f2301). Clinical assessment: a 78-year-old female with tobacco use history presented with shortness of breath and chest pain; EKG showed minimal st elevation, and tte revealed lvef 15% with severe global hypokinesis. Cardiac workup confirmed multivessel cad, and an impella 5.5 was implanted via cervical approach for hemodynamic support prior to CABG ×5 . Due to loss in av node and minimal native contractility, iabp placed via rfa to assist with av competence.cxr showed pleural effusion lt chest. Chest tube putting out milky white fluid determined to be a chyle leak. Two days post-implant, the patient developed transient stroke-like symptoms, which resolved after negative CT scans. The course was complicated by acute renal failure with persistent anuria requiring crrt, occasional ectopy, ventricular tachycardia with defibrillation and cardioversion. Thrombosis at the iabp access with thrombectomy performed, multiple transfusions, and respiratory failure with viral pneumonia necessitating re- intubation and vasopressor support. The device was explanted on with survival at outcome. The impella 5.5 device operated as intended throughout the course.